Event description:
Boston scientific (bsc) crm received information that this dextrus lead was an attempted implanted in this patient's atrium. It was reported that the lead perforated the tricuspid valve and the lead was abandoned to prevent further damage. The patient remained stable.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.